Manufacturer narrative:
(B)(4). Return request has been sent to the representative. Analysis will be performed if the product is returned and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk. Return request has been sent to the representative.

Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report.